Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and was not connected on the bus. A field service engineer observed that there were no lights on the t board at drawers 2.1 and 2.2. A bench test was conducted on drawer board d501 and q501, revealing a 0.5 ohm reading on drawer 2.1. The issue was resolved by replacing both the drawer board and the t board on drawer 2.1. The escort verified the functionality, and it was confirmed to be successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer failed and was not connected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.